Event description:
Additional information received from the health care provider (hcp) reported that the cause of the event was incorrect positioning of the stimulator on the right buttock. It was stated that the implantable neurostimulator (ins) was "irritating the patient's buttock." A revision of the ins was performed on (B)(6) 2012 where the ins was moved superiorly and deeper. It was noted that the patient had lost a "significant" amount of weight after the ins was implanted and then it began causing a "considerable amount of pain." The ins was repositioned without complications. Hospitalization was not required. The patient was "happy" with the results that she was getting from her therapy. Patient outcome was reported as no injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had her device revised in (B)(6) 2012. The reporter stated that the device had moved, was sticking out, and was "hurting her." It was stated that it was harder to find the device now. Subsequent information reported that the patient had contacted her health care provider (hcp) and was referred to the implanting surgeon. Additional information was requested, but was not received at the date of this report. Any additional information received will be included in a follow-up report.

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3550-16, lot # n188728, implanted: (B)(6) 2009, product type accessory. (B)(4).